Manufacturer narrative:
Result: faulty scale.

Event description:
It was reported by service report that the scale was not functioning correctly. It is unk if there was pt involvement or adverse consequences to report.